Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed low battery. The customer ignored the alarm. When the customer woke up, his insulin pump was off. He changed the battery and the insulin pump was unresponsive. Customer's blood glucose level was 150 mg/dl. The insulin pump counted to five and shut down again while troubleshooting. He went through a metal detector. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.